Event description:
Procedure: lobectomy. According to the reporter: the left lower lobectomy was done successfully. At the 5th firing for the segmentectomy, a large sound was heard from stapler and the handle became stiff, and then the surgeon noticed the knife cut the tissue, but the staples were not applied. Both of the cut ends were quickly clamped and sutured manually. There was bleeding less than 200 cc and tissue damage. No additional tissue loss. Operating room time was extended more than 30 minutes. Clinical cartridge was discarded at the site.

Manufacturer narrative:
(B)(4).